Event description:
It was reported that during a laparoscopic hernia procedure, there was a needle stick to the resident's hand. There was no consequence to the pt. The case was near the end, so no additional devices were needed to complete the procedure.